Event description:
During the procedure, while inserting a deltaplush (cpl100256-30/(B)(4)) into an unspecified excelsior sl10 (stryker, type str), it got stuck at the hub of the microcatheter. Then the deltaplush was safely removed from the hub of the microcatheter and was replaced for a new product of the same lot (cpl100256-30/(B)(4)). However, after that, same thing occurred using a replaced deltaplush. And then, the replaced deltaplush was safely removed again from the hub of the microcatheter. During that time, as the microcatheter lost target lesion, the physician navigated again the microcatheter and crossed the lesion with an unspecified guidewire (chikai/asahi intecc, type unknown). The microcatheter lost target position during withdrawal of the coil from the microcatheter. Then the procedure was continued using a new product (cpl100256-30, lot unknown) which made it all the way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available. The procedure was coil embolisation of basilar artery aneurysm that was not calcified and not tortuous.

Manufacturer narrative:
The procedure was coil embolisation of basilar artery aneurysm that was not calcified and not tortuous. During the procedure, while inserting a deltaplush (cpl100256-30/(B)(4)) microcoil into an unspecified excelsior sl10 (stryker, type str), it became stuck at the hub of the microcatheter. The deltaplush was safely removed from the hub of the microcatheter and was replaced for a new product of the same lot (cpl100256-30/(B)(4)). However, the same thing occurred using the replacement deltaplush. The replacement deltaplush was also safely removed from the hub of the microcatheter. The microcatheter lost target position during withdrawal of the second coil from the microcatheter. The physician re-navigated the microcatheter and with an unspecified guidewire (chikai/asahi intecc, type unknown). The procedure was then continued using a new deltaplush product (cpl100256-30, lot unknown), which was advanced all the way through the same microcatheter to the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. Prior to use, no defects (kink, bends etc) were noted on either of the products by visual inspection. Also no damage was reported on either of the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with each deltaplush lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Because none of the devices or accessories utilized in the procedure were returned for evaluation, the complaint cannot be confirmed and a root cause for the reported complaint cannot be established. Therefore, no corrective action is warranted at this time. Concomitant medical products and therapy dates: excelsior sl10 (stryker, type str, details unknown); deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/(B)(4)); guidewire (chikai/asahi intecc, type unknown, details unknown); new coil (cpl100256-30, lot unknown).